Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. No product returned for investigation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter (B)(4). Note: after several attempt manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; contact the customer son. The products are working fine and his mom did not need to seek any medical attention since the last call. She is feeling well at this time and son advise his mom test her sugar fasting.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred after the blood sample was applied. Son is calling on behalf of the customer. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported having dry mouth. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 110 mg/dl using truemetrix go meter (fasting or non-fasting is unknown). The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.